Event description:
It was reported that one of the veletri cadd cassette 100ml with flowstop began alarmed no disposable clamp tubing on both pumps, with pump serial number (B)(6) being returned with tubing and cassette. Cadd legacy pump replacement sent. Transitioning from tyvaso to veletri. No further details provided.